Manufacturer narrative:
Any additional information provided by the customer will be included in follow up report. Results of investigation: a certified service technician was unable to verify the customer's reported issue. The device passed 89.7 hours of extended bench testing at the customer's settings and passed initial final test with no abnormalities. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the revel ventilator was delivering 50% less than what was set while connected to a patient. The customer confirmed that there was no patient harm associated with the reported event.